Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding air bubbles coming from the cartridge into the patient line. Customer's blood glucose level was not impacted.